Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the dentist torqued the locator abutment on the implant at tooth site #6. The implant spun and lost integration due to peri-implantitis. The implant was removed.

Event description:
Upon follow up, the tooth location was updated.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report . Correction: the reported tooth location was corrected/updated from #6 to #3. The following sections are being reported. B4: date of this report was updated. B5: description of event was updated. G3: date received by manufacturer was updated. G6: type of report was updated . H2: type of follow up was updated. H10: additional narrative/data was updated.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2022-02711. Correction: the reported item number tsvt4b10, lot number 1250924 is being corrected/updated to tsvtb11, lot #1251592.

Event description:
Upon follow up, the item number and lot number were updated.